Event description:
It was reported that during a left ankle fusion case, when inserting the screw in the left side anterior plate, the screw head came-off from the very top hole on the plate. The screw shaft remained in the patient. Screw head was discarded. Bone quality did not seem to be an issue. Follow-up investigation: the broken non-locking screw was not retrieved. The surgeon could not insert another screw into the hole but the plate was secured down with the other low profile screw as well as the locking screws. The patient is doing fine to date.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. The device was requested for evaluation but part remains in the patient and cannot be returned and the remaining part was discarded by the facility, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. The most likely cause(s) of this type of event include improper bone preparation, leveraging the screw during insertion and/or over-insertion. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Discarded by the facility.